Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 7025445, model/catalog description: infinion cx lead kit, 70 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 339554, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had high impedance. Lead migration and inadequate stimulation were noted. The patient underwent an scs replacement procedure.